Event description:
The customer reported that the door was sticking. It was hard to open and close. The customer reported that they had to manually help the door move. There were no reports of physical complaints related to the door issues. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Other, door issues, unlabeled. Capital equipment, evaluated at customer site. The fse found the check valve bad and compressor was stopped. The fse replaced check valve , rebuilt compressor. The fse verified system meets manufacturers specifications. Ran an empty chamber test ok.